Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device's lcd screen was observed. The device's lcd ribbon cable was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd ribbon cable was replaced by a third party service center due to an lcd failure. Further evaluation done by the third party service center determined the lcd screen needed to be replaced to address the issue.